Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as the onset, the patient was admitted to the hospital. The treatment for the peritonitis event was unknown. The cause of peritonitis was unknown. The outcome of the peritonitis event was unknown. No additional information is available.